Event description:
During manufacturer review of vns programming history, it was noted on (B)(6) 2008 the device was interrogated and the settings were .05ma/30hz/500pulsewidth/30sec on/5min off, systems diagnostics were performed which resulted in "fault", and a final interrogation was not performed to verify settings. At the next recorded visit on (B)(6) 2008, on the first interrogation the device settings were 1ma/20hz/500pulsewith/30sec on/60min off and the settings were then corrected to 1ma/20hz/500pulsewidth/30sec on/5min off.